Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation and deflation problem. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter has been received for the evaluation. On the visual evaluation, the device was noted to be clean. No other specific anomalies were noted. On the functional evaluation, an in-house presto inflation device was used to aspirate the balloon without any issues. The balloon was inflated to 8atm, which maintained pressure. Then the balloon deflated within 28 seconds. The balloon was then cut and noted that the glue bullet was not seated in the correct position. No other functional testing was performed. Therefore the investigation for the reported inflation issue was unconfirmed, as the balloon inflated successfully and maintained the pressure without any issue. The investigation for the reported deflation issue was also unconfirmed, as the balloon deflated successfully without any issue and also takes the deflation time below the product performance limit. A definitive root cause for the reported inflation and deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation and deflation problem. The procedure was completed using another device. There was no reported patient injury.